Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient faced an infusion set needle break event on (B)(6) 2025. The infusion set needle was twisted durinh insertion which led to fracture. The insertion site was abdomen.the infusion set was in use for 5 minutes. No further information available.